Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device.  The following reports are being submitted: (B)(4).

Event description:
Pt contacted to report intermittent signal loss on smart device only.